Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system solyx sis system was implanted (B)(6) 2010. According to the complainant, the patient experienced vaginal bleeding, nerve damage, vaginal scarring, painful urination, nocturia, recurrent urinary tract infections, vaginal, abdominal and pelvic pain resulting from the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.